Event description:
A 26 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovasular treatment of an abdomial aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported the patient had limb thrombosis and an attempt was made to open the occluded artery unsuccessfully. The two limbs were reported to be tightly crunched together due to narrow termial aorta and the left liliac artery was tortuous at its take-off that increased the kinking of the limb in this area, which is responsible for the occlusion. The pt was placed on thrombolysis; however, if that is not effective a thrombectomy will be performed. No additional clinical sequelae were reported.